Event description:
Reportedly, the staples did not form completely. This caused the wound to open just prior to the pt leaving the operating room. The surgeon used another of the same instrument to re-close the wound. There was no pt injury.